Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant that the right atrial (ra) lead had perforated causing a precious tamponade resulting in blood being removed from the pericardial space. The ra lead remains in use. No further patient complications have been reported as a result of this event.